Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy as she was not getting any right side coverage following the implant of her device. X-rays was taken and confirmed that the lead had migrated. Diagnostics confirmed that impedances were in normal range. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have the lead relocated.

Event description:
Follow up revealed that the patient was programmed on (B)(6) 2018. Reportedly, effective therapy was restored in all areas.